Event description:
During the paroxysmal supraventricular tachycardia procedure, voxel points could not be applied resulting in delay of procedure. The amplifier and study were power cycled, and the catheter was replaced without resolution. The tactisys cable was then replaced, resolving the issue. The procedure was completed without adverse consequences to the patient.

Manufacturer narrative:
One tactisys radio-frequency (rf) to ampere cable was received for evaluation at tech center. The reported symptom was not able to be duplicated. Evaluation testing was successful. Review of the device history record was not possible as the lot number is unknown. Based on the investigation and information provided to abbott this symptom was not able to be confirmed, and the root cause was remains undetermined.